Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The reason for call was caller states for about 2 months patient has been having issues with recharging the implant. Caller stated it takes a long time to charge all the way and used to work faster. Caller wondering if patient needs a new recharger. Patient informed the manufacturer representative (rep)  about a week ago or more. During the call, patient was able to get all 8 coupling boxes filled in, ins was about 50% charged. Patient services (pss) reviewed charging times can depend on coupling boxes , how far down the ins charge is and any setting changes. Pss reviewed recharger seems to have a good connection. Patient also mentioned during call , the ins charge seems to deplete quicker. No symptoms reported.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.